Manufacturer narrative:
The provided qc data was acceptable and gave no indication for a performance issue with the reagent or the instrument. The analyzer alarm trace contained no conspicuous events. A field engineering specialist could not find a cause. Performance and precision testing were performed with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs stat assay (tnt hs stat) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial tnt hs stat result from sample a was 107.0 pg/ml. The initial result was reported outside of the laboratory. Three hours later a new sample, sample b, was collected and had a tnt hs stat result of 4.00 pg/ml. Sample a was retested twice with tnt hs stat results of 3.75 p/ml and < 3.00 pg/ml. The tnt hs stat reagent lot was 38153900 with an expiration date of 31-may-2020.